Event description:
An email was received regarding a plum 150 ml burette set, clave injection site, 2 clave y sites, sl, 114in that experienced leakage. There was no patient harm.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.